Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead had perforated. This lead was explanted and will not be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had perforated. This lead was explanted and will not be returned for analysis. No additional adverse patient effects were reported. Additional information received indicates that the perforation was confirmed through xray. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Revision to the initial MDR in blocks b5 event description and h6 impact codes. This supplemental report was created to capture additional information. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead had perforated. This lead was explanted and will not be returned for analysis. No additional adverse patient effects were reported. Additional information received indicates that the perforation was confirmed through xray. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Revision to the initial MDR in blocks b5 event description and h6 impact codes. This supplemental report was created to capture additional information.